Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient experienced pain under the left breast on the pectoral wall. High threshold and decreased r-wave were observed. The issue remained after the lead was repositioned and hooked to the device. Cardiac perforation was also suspected. Both the lead and the device were explanted and replaced. The patient condition is fine.